Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the stoma had a very small open granuloma, wide erythema and signs of infection. The nurse recommended doing flushes, dry the area well and apply cavilon to protect the skin. On 20 jan 2020 it was reported the patient started treatment of oral antibiotic amoxicillin 875 mg 3x/day on (B)(6) 2020. On (B)(6) 2020 it was reported the granuloma had not changed.